Manufacturer narrative:
(B)(4). Evaluation method, results and conclusion: (film). (Stent graft migration, endoleak). (Aortic neck dilatation and angulation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that approximately three weeks ago the patient presented emergently with symptoms of a ruptured aneurysm. The stent graft was found to have migrated approximately 1.5 cm and there was a proximal type I endoleak present. A 28 mm diameter endurant aortic cuff was implanted and ballooned. The physician believes the migration may have been due to aortic neck angulation and neck dilatation. The stent graft migration and endoleak were successfully resolved. No additional clinical sequelae were reported and the patient is fine. Film review shows the aneurx stent graft was 1-2cm below the renals. The neck is moderately angulated. The reported proximal type I endoleak could not be confirmed in this single image. Post-cuff angio showed that the endurant was implanted just below the renals. Minimal blood flow was seen in one of the limbs; however, this was later confirmed to be caused by the presence of the sheath, and after the sheath was removed the blood flow was good bilaterally.